Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device returned date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the section and to provide the completed investigation results. One 8 fr angio-seal vip device was received for evaluation. The carrier tube was received mated with the hemostasis sheath and it's in forward lock position with anchor posted outside of the carrier tube and collagen remained within the carrier tube. Functional testing was conduct, the device was pulled to full rear lock position and the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in blood like substance. The anchor was grasped, and the suture/collagen/tamping tube extracted from the carrier tube. No anomalies were noted. IFU states: "confirm that the reference indicator on the insertion sheath is facing up. To ensure proper orientation of the angio-seal device with the sheath, the sheath cap and the device sleeve only fit together in the correct position. The reference indicator on the device cap should align with the reference indicator on the insertion sheath cap. Keeping the insertion sheath in place, carefully advance the angio-seal device in small increments until completely inserted into the insertion sheath. The sheath cap and the device sleeve will snap together when properly fitted." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, the returned device was the normal product. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when using the angio- seal device the anchor and collagen became stuck in the sheath and did not come out. Manual compression was applied. There was no health damage to the patient. Additional information was received on november 15, 2018: the procedure performed was a stroke thrombectomy using a long 45cm 8fr sheath. There was no puncture problems and no angiography from the groin area. The anchor did not come totally out of the sheath and it stayed partly inside the sheath.